Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that encountered instances of alaris pump module not emitting an air in line alarm although infusion source container was completely empty and air visualized in tubing below just below device. Clinician verbalized that incident occurred approximately one month ago (date unspecified) and associated device was removed from service and tagged for clinical engineering per internal procedure. No report of patient harm.